Manufacturer narrative:
Reference MFR. Report : 1221359-2021-00127 (patient 1,3,4). Testing was performed at abbott diagnostics (B)(4). On retained kit lot 1006367 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot 1006367, test base part number 190-430/ lot 1006367. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1006367 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was able to determine from the logfiles that the false positive results were due to unknown patient sample interference. Per the product insert: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information.

Event description:
The customer reported false positive results with the ID now covid-19 assay for 4 patients performed on (B)(6) 2020. This MFR. Report addresses patient 2 out of 4. The customer reported a false positive result with the ID now covid-19 assay performed on a direct tested nasal kitted swab. Repeat testing was performed with a new sample with unknown results. Confirmation pcr testing with a nasopharyngeal swab was performed producing a negative result although platform and CT value were not provided. The customer stated the patient was asymptomatic with no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No additional patient information was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.